Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient experienced calibration errors with his sensor and bleeding at the site of sensor insertion. The patient's blood glucose was 90 mg/dl. It was found that the insertion site was in the patient's upper hip in the back. Differences in sensor measurements and blood glucose in the amount of 100 mg/dl range were mentioned. Nohting further was reported.